Event description:
It was reported that the device's power switch is not working. There was no pt use associated with the reported event.

Manufacturer narrative:
The hosp biomedical engineering staff evaluated the device and determined that the root cause of the reported problem was due to a failure of the on/off switch. This device is 26 yrs old and service support for the device ended in 1998. Repair parts are no longer available for the device.